Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the head motor will sag down some after being raised.